Event description:
Reporter indicated that a vns therapy pt passed away. The cause of death, and they believed relationship to vns therapy, are unk to manufacturer at this time. Good faith attempts for further info are currently being made.